Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited intermittent high out-of-range shock impedance measurements. It was noted that during the month the measurements occurred the patient had been in the hospital several times for unrelated procedures; prior to that time shock impedance measurements were stable between 55-65 ohms. No other lead measurements were outside normal limits and there was no impact to patient therapy. It was questioned whether electromagnetic interference (emi) may have been involved but not enough information was available to make that determination. The patient was enrolled in the remote monitoring system and measurements will continue to be followed by the physician. No further action is planned at this time. No adverse patient effects were reported. This system remains in service.